Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(6).

Event description:
Reportable based on device analysis completed on 02-nov-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.75 x 28 synergy drug-eluting stent was advanced multiple time but failed to cross the lesion. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed hypotube fracture. Device evaluated by manufacturer: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured, this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the found a hypotube break 210 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during analysis. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.